Event description:
The customer reported that there are times when the insulin pump does not calibrate. The device does not always work. There have been calibration errors, weak signal alarms and lost sensor alerts. The blood glucose reading was 180 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.